Event description:
Plaintiff's attorney reports that in 2003, the plaintiff underwent surgery for the insection of a codman bactiseal venticular catheter. About six weeks later a defective valve was located within the recently inserted catheter.